Event description:
It was reported that the cable tensioner release mechanism jammed. It was reported the jam was noticed while restocking the set. There was no patient or surgical procedure involved. Report 1 of 1.

Manufacturer narrative:
The device was used for treatment not diagnosis. A review of the device history records were performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
A manufacturing evaluation was completed: the cable tensioner with pistol grip was received jammed. It does not appear to be cosmetically damaged. Visual inspection confirmed that the thumb release lever was at a shallow angle with respect to the tensioner shaft. Functional inspection confirmed that the thumb release mechanism was jammed on the tensioner shaft. Once the tensioner mechanisms were freed by firmly actuating the tensioner, the device was functionally tested three times in an inline configuration in accordance with the relevant work instruction. All test results meet specifications. A review of the device history records confirmed this product met specification prior to shipping. The probable root cause is misuse; likely excessive force was applied to the end of the tensioner shaft causing the thumb release to bind with the tensioner shaft; the complaint condition is unconfirmed and not related to a supplier issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 1 for (B)(4).